Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, foreign material was found on the optic when implanted into the patient's eye. It was 2-3 mm long, transparent and filamentous, and physician thought it might be the rest of the cortex. The foreign material was removed with irrigation and aspiration, and the surgery was completed.